Event description:
A us distributor contacted zoll to report that a patient developed an itching irritation under the lifevest equipment. Patient described the area as itching under te pads. There is no rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a lotion for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.